Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm that resulted in a pump stop was confirmed via log file review. Data from the reported event dates of 09sep2025 was reviewed. At 01:39, a no external power alarm activated due to both batteries depleting to 0v. The batteries had been in use for approximately 20 hours when they completely depleted. The backup battery supported the system for approximately 2 hours until 03:34 when a pump stop occurred due to the backup battery also completely depleting. No other notable events were observed in the log file. Root cause of the no external power alarm was determined to be due to total battery depletion, but the root cause of the battery depletion was unable to be determined via this investigation. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away unexpectedly sometime in the morning of (B)(6) 2025. The patient was found with their driveline still was connected to the system controller, no audible hum, and no alarms going off, so it was suspected that the patient left their batteries drain. Log file review showed that on (B)(6) 2025 at 5:38:54, the patient performed battery exchange to fully charged batteries. On (B)(6) 2025 at 0:22:05, low power advisory alarm was activated (> 18.5 hours runtime on battery power) and at 1:30:01, low power hazard alarm was activated (> 1 hour of runtime in low power advisory alarm state. Recorded data indicated alarm silence button had not been pressed). On (B)(6) 202 at 1:39:06, no external power alarm was activated. On (B)(6) 2025, at 3:34:51, emergency backup battery (ebb) was no longer able to support pump function and at 3:35:12 the ebb was fully depleted. The system controller was no longer able to maintain date/time setting. The controller was then connected to the power module with unknown time, associated with clinic log file download.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.